Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended.

Manufacturer narrative:
Correction: section h6: health effect - clinical and impact codes should have been " insufficient information".